Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for endoscopic pancreatic stenting. Separation of the flap(s) was confirmed. Minor update on (B)(6) 2021, (B)(6). It is unknown where the separated flaps gone, but the rep heard that the stent is inside the patient body. As of 16/dec/2020: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Device evaluation: 1 x gepd-10-12 of lot number c1621539 in this complaint was unavailable for return to cirl for evaluation. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all gepd-10-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gepd-10-12 device of lot number c1621539 revealed a non-conformance with 1 device in the lot, this was noted as reworked and would not have contributed to the issue experienced by the customer. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1621539. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the stent it is likely that the stent would not receive the correct support as when a 0.035¿ wire guide is used. As per information stated a 0.025" wire guide was used. It was also noted that with the position of the endoscope along the wall of the stomach it might require additional force to deploy the device, this may have resulted in excess force to the device possibly contributing to the breakage of the flaps during deployment. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.